Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins had been turned off and it is not clear how this occurred, and patient was having symptoms return so they rushed patient to the emergency room last week because he was experiencing crazy pain and it was a scary mess. Caller states they didn't think that stimulator could turn off by itself. Caller reports that the patient has a dbs implanted due to a traumatic brain injury and the right side of his body had really bad tremors. When the dbs was implanted it improved his speech, eye sight and whole bunch of other stuff. After the patient went to the ER he followed-up with the managing physician and they turned his therapy back on again. Therapy was turned on at a lower strength, the doctor wants to titrate the settings because it was turned off for so long. The caller reports the patient does not have a patient programmer to turn therapy on or off himself. Caller not sure if programmer was lost or if the patient never received one. It was reviewed that one way the battery can get turned off was if it gets too low. Caller states they disagree that this was the cause of the therapy turning off, because patient charges for a half hour a day. No further complications were reported or anticipated with this event.

Event description:
Additional information was received from the healthcare provider indicating that the cause is unknown. The stimulation has been off since june. The patient programmer was broken. Actions/interventions included turning the ins back on. The issue is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they never received a programmer, so they were redirected. No patient symptoms or further complications were anticipated.